Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left common iliac artery. An 8.0mmx40mm, 75cm mustang balloon catheter was advanced to the target lesion. The balloon was initially inflated at 22 atmospheres. However on the second inflation at 24 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with an express ld stent. No patient complications were reported and the patient's status was good.